Event description:
It was reported that the insulin pump was dropped on the floor, and now the drive support cap is damaged. It was stated that the customer did not press on the cap. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off end cap, protruded/loose drive support disk, cracked battery tube threads and cracked case near display window.